Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps requesting courtesy visit for inaccurate cuts. Dr requesting courtesy visit from fse, he is saying that cuts feel off. Mps has already informed fse. Surgery was completed robotically. Update (B)(6) 2021: potentially all femoral cuts except distal. Cuts would have been deep (2-3mm).no planner probe was used. Issue noticed at implanting." Case type: tka.

Manufacturer narrative:
Reported event: an event regarding connection failure involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: surgeon reported that some cuts were inaccurate. Ran arm-accuracy check. System passed arm-accuracy, however decided to perform a kin-cal on the arm to improve accuracy measurements. No other issues found. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1075 was inspected on 16/01/2020 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1075 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps requesting courtesy visit for inaccurate cuts. Dr requesting courtesy visit from fse, he is saying that cuts feel off. Mps has already informed fse. Surgery was completed robotically. Update 3/18/2021: potentially all femoral cuts except distal. Cuts would have been deep (2-3mm).no planner probe was used. Issue noticed at implanting." Case type: tka.